Manufacturer narrative:
The device was not returned for analysis. A corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. The production records for this product could not be reviewed and a similar complaint query could not be performed because the part number and/or lot number was not reported, and the device was not returned. Based on the case information and related record review, the reported treatment appears to be related to circumstances of the procedure. Based on the results of the complaint investigation, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. B3, b6, d6: dates estimated. D4: the UDI number is not known as the part and lot number were not provided. Attachment: article titled "analysis of postoperative reintervention for thoracoabdominal aortic aneurysm treated with fenestrated/branched endovascular repair".

Event description:
It was reported through a research article of patients who underwent fenestrated/branched endovascular repair (f/b evar) for complex thoracoabdominal aortic aneurysms. The study investigated risk factors leading to reintervention, the association between reintervention and postoperative complications and mortality, and other related aspects; however, various stents were used including the omnilink elite and could not be tied to the adverse patient effects. However, there were 8 omnilink elite stents that were tied to re-intervention. Type iiic endoleak was the primary indication for unplanned postoperative reintervention, and interventional treatment was the most common reintervention method. Hypertension, maximum aneurysm diameter, and prolonged operative time were identified as independent risk factors for reintervention. Details are listed in the article, titled "analysis of postoperative reintervention for thoracoabdominal aortic aneurysm treated with fenestrated/branched endovascular repair." No additional information was provided.